Manufacturer narrative:
Evaluation of a gastrointestinal videoscope found the tip of the brush remained in the channel of the endoscope. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, the cleaning brush got stuck in the working channel of the endoscope during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon receiving additional information from the customer and further review, this is not a reportable malfunction. Per the customer, the device involved in the event was non-olympus device and was a micro-tech brush, ref: cb18-t50110/23. There is no potential for an olympus device to cause or contribute to a death, serious injury or malfunction.